Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Also, customer has been experiencing high blood glucose of 523mg/dl. The customer treated with manual injection and blood glucose lowered to 419mg/dl. The customer was able to rewind pump. The customer was advised the pump will be replaced and revert to back up plan. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The pump passed the operating currents and displacement test. However, the compromised force sensor system alarm during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.